Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent dislodged. During the preparation for a pci, the physician noted that the stent dislodged from the stent delivery system (sds). All the packaging was in tact before opening the device. It is not known how or the location of where the stent dislodged from the sds. The procedure was successfully completed with another unspecified device. The device was not used in the procedure and no patient complications occurred.

Manufacturer narrative:
(B) (6). (B) (4).